Event description:
The handle on the universal cup positioner is not stable due to the pin missing. The event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.